Event description:
It was reported that the patient experienced "no pain relief". The patient underwent surgical intervention for the kink/occlusion in the intrathecal section of the catheter. The pump contained morphine sulfate - 25.0 mg/ml at a dose of 18.011 mg/day in simple continuous mode. The patient outcome was "event is ongoing".